Manufacturer narrative:
An investigation was completed in response to a customer complaint for false positive cefoxitin screen (oxsf) results for staphylococcus aureus isolates in association with the vitek® 2 ast-p654 test kit (ref 421912, lot 8040935203). The customer provided 2 strains for investigational testing. The strains were confirmed to be staphylococcus aureus, using the vitek® 2 gp ID test kit (lot 2420906203). Investigational testing included testing the strains using reference methods as well as analyzing the strain using the vitek® 2 ast-p654 test kit from the customer's lot (8040935203) and a random lot (8040873203). ----reference test results:---- strain 1 - pcr meca/mecc = neg strain 2 - pcr meca/mecc = neg strain 1 - agar dilution (ad): ox mic = 0.25 mg/l (susceptible) strain 2 - agar dilution (ad): ox mic = 0.5 mg/l (susceptible) strain 1 - kirby-bauer cefoxitin (fox kb): d = 26 mm (susceptible) strain 2 - kirby-bauer cefoxitin (fox kb): d = 23 mm (susceptible) ----vitek® 2 ast-p654 results---- customer's lot (8040935203): strain 1 - ox mic = 0.5 mg/l (susceptible) strain 2 - ox mic = 0.5 mg/l (susceptible) strain 1 - cefoxitin screen (oxsf) = neg (susceptible) strain 2 - cefoxitin screen (oxsf) = neg (susceptible) random lot (8040873203) strain 1 - ox mic = 0.5 mg/l (susceptible) strain 2 - ox mic = 0.5 mg/l (susceptible) strain 1 - cefoxitin screen (oxsf) = neg (susceptible) strain 2 - cefoxitin screen (oxsf) = neg (susceptible) ----conclusions---- the ox and oxsf results obtained from vitek® ast-p654 testing are in agreement with the reference methods. The customer's false positive oxsf results on ast-p654 card were not reproduced internally. The vitek® 2 ast p654 test kit cards are performing as expected. Ast-p654 lot # 8040935203 met final qc release criteria. The lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of three false (B)(6) cefoxitin (oxsf) results for staphylococcus aureus isolates from separate patients while using the vitek® 2 ast-p654 test kit (ref# (B)(4) lot# 8040935203) with software version 8.01. The isolates were repeated on the vitek 2 with the same lot of cards and also tested using alternate test methods cefoxitin disk diffusion and meca/mecc pcr. The results for isolate 2 are listed below: isolate 2: sample source: nose swab. Original vitek 2 result - oxacillin mic >2, oxsf (B)(6) - resistant. Repeat vitek 2 result - oxacillin mic >2, oxsf (B)(6) - resistant. Cefoxitin disk diffusion result - 28mm - sensitive. Meca/mecc pcr result - (B)(6) - sensitive. The customer reported that there was no patient harm or incorrect treatment due to the discrepant result. No wrong result was reported. The customer stated there was no delay. An internal biomérieux investigation will be initiated.